Event description:
It was reported that while connected to a pt, the ventilator changed modes on its own and the displayed settings were defaulted and others had zeroed out. It was also reported that the user was unable to change mode. An alarm was generated indicating that button was detected and pressed during startup. There was no pt harm. (B)(4). Ref MFR report #8010042-2013-00133.